Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0425000v, implanted: (B)(6) 2004, product type: lead. Product ID: 3889-28, lot# va0rk2y, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient had a sudden return of symptoms. The patient was implanted for retention and pretty recently had a post-void residual of 700 a month ago. The patient hadn't noticed any other therapy issues and on (B)(6) 2015. The patient's residual was 178. The patient had bilateral stimulators. The manufacturer representative was directed to the health care provider's (hcp's) office today because the office noted the patient's unipolar pairs on the right side implantable neurostimulator (ins) were showing greater than 4000 ohms. Impedances were measured at 2v and 210 microseconds. Case and 0 and case and 3 were greater than 4000 ohms, case and 0 was at 1282 ohms, 0 and 2 was at 1467 ohms, 0 and 3 was at less than 50 ohms, 1 and 2 was at 2180 ohms, 1 and 3 was at 1282 ohms, and 2 and 3 was at 1138 ohms. The high impedances were occurring all the time. The manufacturer representative was brought in to show the hcp how to program bipolar programming as the patient had been programmed unipolar. The patient felt stimulation, but when the manufacturer representative tried to program on bipolar mode, the patient couldn't feel stimulation. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.